Event description:
Customer reported issues with battery depletion on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Attempts were made to follow up with the customer, but no response was received after multiple tries, indicating that the situation remains unresolved.